Event description:
A small amount of air was noted after a left ventricular catheter was placed. It was quickly clamped. Air was noted per the transesophageal echocardiogram in the left atrium, but no air in the ascending aorta or the descending aorta. There was no change in cerebral saturations.